Manufacturer narrative:
D9 device was returned and the date received was added. H6 type of investigation was updated due to the device being received. H11 additional manufacturer narrative was updated due to the device being received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 46-year-old male patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the pump stopped and restart attempts were unsuccessful. The registered nurse reported that the patient may have interfered with the catheter prior to the alarm. No damage was observed. Controller failure and motor current high alarms were noted. Automated impella controller (aic) to aic transfer did not resolve the issue. The patient had no documented neurological status following stroke. The patient survived to explant. Cerebrovascular accident may be associated with underlying critical illness, advanced cardiogenic shock, and patient-specific risk factors.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the pump stop was due to a material fracture of the motor cable lines causing an open electrical circuit due to an unintended user error as evidenced by the excessive force on the returned product and supplemental clinical details that it occurred when the patient stood on the patient cable. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The patient had no neurology status status post stroke. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 46-year-old male patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the pump stopped and restart attempts were unsuccessful. The registered nurse reported that the patient may have interfered with the catheter prior to the alarm. No damage was observed. Controller failure and motor current high alarms were noted. Automated impella controller (aic) to aic transfer did not resolve the issue. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.